Manufacturer narrative:
Further information was requested but not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a lightning storm and the transmitter failed to power up. The ac adapter prongs were removed, and it was noted that they were burnt inside. The cause was suspected to be due to the lightning storm as the transmitter did not cause fire and there was no smoke and it was not caused due to an electrical short circuit.

Manufacturer narrative:
(Updated method code, results code and conclusion code). The field complaints of the transmitter unable to power up and burnt and damaged prongs were confirmed. Visual inspection revealed no physical damage to the outer housing of the merlin@home transmitter or to the outer casing of the ac power adapter. However, the green contact strips in the ac power adapter were inspected and a strong burnt odor from inside was noted. Burn marks were found on both sides of the main printed circuit board (pcb) and on its inner casing of the ac power adapter. Upon further inspection, slightly burnt components were noted on the main printed circuit board (pcb) of the transmitter. It was concluded that the device was hit by a high current flow through the ac electrical power outlet during a lightning storm as reported from the field which damaged the ac power adapter and respective main printed circuit board (pcb) which lead to the transmitter failing to power up.